Event description:
The event is reported as: "complaint alleges that the tubing separated from the nasal bar. It is currently unk if the alleged incident occurred during pt use." No pt injury reported.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is completed.